Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization implant coil detached from the delivery pusher prior to deployment. The device was removed from the patient. There was no reported injury or intervention.